Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the scope visibility was not clear. The surgeon was able to complete the procedure without any pt injury.